Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling in both rinse and dissolution mode. Upon follow-up the bmt stated the front display control board, fill valves and wiring harness were all replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt stated thermal damage was noted on one of the fill valves and stated the valve had likely burnt as water came into contact with it. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Manufacturer narrative:
Correction: b3.

Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling in both rinse and dissolution mode. Upon follow-up the bmt stated the front display control board, fill valves and wiring harness were all replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt stated thermal damage was noted on one of the fill valves and stated the valve had likely burnt as water came into contact with it. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the wiring harness was not received in failure analysis. Exterior inspection revealed thermal damage to the valve coil and cracks in the casing. The resistance measured across the hot and neutral terminals was found to be shorted. Internal inspection revealed no discrepancies. Exterior inspection revealed no damage to the control console. Failed fill operations when attached to a control console test fixture. Internal inspection of the control console revealed no damage. The fill operations failure was traced to a failure of the fill valve relay circuit on the control console¿s display board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling in both rinse and dissolution mode. Upon follow-up the bmt stated the front display control board, fill valves and wiring harness were all replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt stated thermal damage was noted on one of the fill valves and stated the valve had likely burnt as water came into contact with it. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.